Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically and the red status indicator is flashing. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self test on (B)(6) 2010 due to a low battery. The recorded temperature at this time was 2.1 degree c. It is likely the device was left in fault mode after this date for 4 months as the next event was a successful manual self test on (B)(6) 2011. This would have significantly depleted the ped-pak. Although no fault was found, one of the pad-paks was depleted to the point where it had insufficient capacity to turn the device on. The depletion was caused by the device being left in fault mode. The low temperature would have caused the low battery and the inadequate storage of the device would also have contributed. The low battery warning was delivered because the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for mult-use.